Manufacturer narrative:
Concomitant medical products: 6935 lead, implanted: (B)(6) 2013; 1688t lead, implanted : (B)(6) 2006. Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to pocket infection. No further patient complications have been reported as a result of this event.